Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that during surgery they were having issues tracking an instrument. The probe looked like it was tracking, but the issue was potentially due to a damaged post. The site used new instruments for the rest of the case. There was a reported delay of less than one hour and no reported impact to patient outcome. The issue was found during registration.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The representative found that a bent post on the device was causing geometry to jump around. B01 c07 d02 apply. The device has not been returned for analysis. B17 c20 d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.